Manufacturer narrative:
(B)(6).

Event description:
Customer reported while not in therapeutic use the v60 had an unspecified cooling fan error. No reports of patient/user harm/injury. Investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the fan was loose. The customer adjusted the fan to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. No parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.